Event description:
It was reported that the pt, with a history of colon cancer, had an exploratory laparotomy will loop ileostomy performed in 2002. The fascia was closed with a size 1 absorbable suture beginning at each pole of the incision and tied in the middle. The skin was closed with staples. Seventeen days later the skin staples were removed and benzoin and steri strips applied subsequently, the wound was described as "soupy" 18 days later, at which time it was being cleansed with h2o2. Then 13 days later the incision was noted as draining. Four months later wound was described as healed. One month later, sutures were reportedly removed from the incision in the md's office. One month later, notes state that a suture granuloma was removed. Fourteen days later, wound described as almost healed completely and described as 1/8" inch long by 1/16" deep.